Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a return of headaches. The patient was going to see the manufacturing representative for reprogramming. Additional information indicated that the cause of the headaches was not determined. The patient¿s physician planned on doing an injection on the patient for their return of symptoms; however, the patient hyperventilated and passed out. An ambulance was called and the patient was hospitalized as a result. The manufacturing representative was not able to interrogate the patient¿s device, as they had turned off the stimulation. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.